Event description:
Shoulder revision surgery of a smr reverse implant performed on (B)(6) 2021, due to infection. All implanted components were removed: smr cementless finned stem (product code 1304.15.170, lot #1614497 - ster. 1600294). Smr reverse humeral body (product code 1352.20.010, lot #1614924 - ster. 1600338) - product not marketed in the us. Smr reverse hp lateralizing liner long (product code 1362.09.120, lot #1104708 - ster. 1600285) - product not marketed in the us. Smr connector small std (product code 1374.15.310, lot #1616679 - ster. 1700006). Smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot #1617990 - ster. 1700018) - product not marketed in the us. Smr uncemented glenoid # std (product code 1375.20.010, lot #1604984 - ster. 1600169) - product not marketed in the us. Bone screw ø6,5 h.20mm (product code 8420.15.010, lot #1616174 - ster. 1600349). Bone screw ø6,5 h.25mm (product code 8420.15.020, lot #1614423 - ster. 1600310). It was reported that patient's swabs grew strep. Mitis, micrococcus luteus and citrobacter koseri. According to the complaint source, no components were implanted, and a revision arthroplasty will be performed when cleared of infection. Previous surgery took place on (B)(6) 2017. Patient is a male, (B)(6). Event happened in (B)(6).

Manufacturer narrative:
By checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the overall components placed on the market with the same lot #s. No additional details were available on this post-operative issue, specifically pre-operative x-rays related to the revision surgery were requested to the complaint source, but they were not available. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that the check of the manufacturing charts highlighted no anomalies on the total number of components manufactured with the same lot #s of the involved devices, we can state that the event was not product related. Pms data according to limacorporate pms data, revision rate of smr reverse implants due to infection is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.